Event description:
The pump was received in the user facility, biomedical engineering department, with an unsigned note that stated: "broken. Gives patient medication without pushing the (bolus) button." Customer states no incident report was made for this incident. There is no way to track the pump to a nursing unit, patient or user. No clinical information is available.